Event description:
It was reported to philips that the device had a faulty ac module (api1ad41-000 k 1404 c). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.